Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping during testing. Unit was program with test glucose meter. Unit communicated properly with glucose meter. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. Pump received with cracked reservoir tube lip, cracked battery tube threads,minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. .

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.